Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump over delivered insulin. The customer¿s blood glucose level was 63 mg/dl, the insulin started giving micro boluses and blood glucose went down to 50 mg/dl. The customer¿s current blood glucose value was 123 mg/dl. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose with food. The insulin pump was on auto mode at the time of event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer report allege over delivery on insulin pump because he was getting micro boluses at 4 am. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump and reservoir both will not be returned for analysis.